Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with dry eye in the left eye, at the one year postoperative visit. Medication for dry eye was prescribed and the pt symptoms resolved with treatment. Another repot is field for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log files review shoes that all treatments were completed to 100% and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior to and after the date of treatment. The root cause cannot be determined conclusively. The technical investigation shows that the device meets the specifications. (B)(4).